Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm. Blood glucose level at the time of the incident was over 500 mg/dl and treated with shots and insulin pump. The issue started on (B)(6) 2017 where blood glucose was over 600 mg/dl. Customer stated the alarm was resolved by changing the complete set. Customer stated the infusion set cannula was bent. Customer was unable to troubleshoot. The insulin pump is not expected to return for analysis.